Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis a manufacturing investigation was performed for the subject device, it was confirmed that the metal cutter was completely separated from the insert assembly. It is unknown how the product was being used at the time. At this time, no conclusion is able to be drawn about the cause of the metal cutter separation as no additional information is available regarding the use of the device. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Lot number: (10)1158d, expiration date: na. Product was returned for investigation for a broken cutter. Upon visual evaluation of the returned device, it was noted that the metal cutter was completely separated from the insert assembly. It is unknown how the product was being used at the time. Additional evaluation is pending from manufacturing site. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 25, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported that while using listerine gentle gum care floss mint 50yd the metal cutter was falling off the plastic insert.